Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) of 2023 and suture was used. During the procedure, the suture became detached from the needle. During closure the needle popped off the suture. After a while of searching the needle was retrieved from the dermis layer. Another like device was used to continue with the procedure. There were no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 9/15/2023 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Please provide product code and lot number 2. Any patient consequences? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.